Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's spouse that the customer was about to receive emergency medical assistance due to impending low blood glucose, with unknown blood glucose levels at the time of the incident. The caller stated the customer had rewound the pump while still connected and delivered about 200 units of insulin into their body unintentionally. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The caller stated the customer was new to the new generation pump. The insulin pump will not be returned for analysis.